Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis revealed the distal conductor was delaminated and the outer insulation developed a breach due to environmental stress cracking while in vivo. (B)(4).

Event description:
It was reported the patient developed an infection. The device and leads were removed. The right atrial lead was returned, analyzed and tested out of specification. The previously capped leads were also removed at the time of the infection, were returned, analyzed and tested out of specification. Follow-up revealed one of the leads were capped due to an unspecified "malfunction" and the other lead was capped due to a fracture. No further patient complications have been reported as a result of this event.